Event description:
We received a report that a tecnis zcb00 20.5 intraocular lens (iol) was explanted from the patient's left eye after he was unable to tolerate anisometropia. Another iol, a 17.5 diopter lens, was implanted during the same procedure.

Manufacturer narrative:
(B)(4). Explant of intraocular lens and anisometropia. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed the iol was cut into two parts. Loose particles were observed on the lens optic body compatible with handling the lens out of the sterile environment. Multiple cosmetic damages were observed on both pieces of the explanted lens. The condition observed in the lens received is consistent with a lens that has been explanted from the patient eye. Manufacturing records were reviewed; no deviation was identified or non-conformance (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The documentation shows that the p/o was manufactured according to specifications. The lens diopter result obtained from the miq electronic system of the test performed when this lens was manufactured, shows that lens serial number (B)(4) corresponded to a 20.5 diopter. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
In initial report, date of this report is incorrect. The correct date is (B)(6) 2015. This follow up has included the correct date in date of this report. All pertinent information available to abbott medical optics has been submitted. Placeholder.